Manufacturer narrative:
User facility report number: (B)(4). The history of bacteremia was reported in MFR report #2916596-2020-03053. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a recent history of strep bacteremia that was diagnosed 6 weeks prior presented with intracranial hemorrhage in the right parietal region, resulting in mild aphasia and left upper extremity (lue) weakness. International normalized ratio (inr) was 1.9 on admission and was urgently reversed. Cerebral angiogram revealed mycotic aneurysm which required coiling. Patient was discharged with aspirin 81 and coumadin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.